Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: MFR#0001822565-2018-01646. Concomitant medical products: trabecular metal reverse shoulder instrumentation base plate cannulated drill 6 mm diameter pn47430906115 ln63788651. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a reverse shoulder arthroplasty. During the surgery, as the surgeon was drilling the 6 mm cannulated drill over 2.5 mm pin, the pin fractured at the base of threads. The piece had to be removed from the patient in the middle of the case, delaying the procedure by roughly 30 minutes. No patient impact was reported.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint is confirmed based on the returned complaint sample for evaluation. Visual inspection of returned the pin shows fracture at the threads and is jammed within the cannulated drill. The fractured portion of the pin was not returned. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies relevant to the reported event identified. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a reverse shoulder arthroplasty. During the surgery, as the surgeon was drilling the 6mm cannulated drill over 2.5 mm pin, the pin fractured at the base of the threads. The piece had to be removed from the patient in the middle of the case, delaying the procedure by roughly 30 minutes. No additional patient impact was reported.